Event description:
The reporter stated that unit read a 5cc syringe as a 10cc syringe. The nurse detected the issue prior to starting infusion. There was no pt injury or treatment associated with this event.